Manufacturer narrative:
(B)(4) date sent: 4/14/2023 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the clamp arm damaged from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. Additionally, the device was returned with the blade scratched and cracked and with the tissue pad shifted to the proximal side, however the pad was not detached as reported by the customer. The device was connected to a test handpiece and a gen11 and the device did activate during functional testing. Due to the device returned condition not all functional testing could be performed with the generator. The blade was broken during the analysis. Possible causes of the clamp arm damage are not closing the clamp when sliding the torque wrench on and off; not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue. Tissue pad shift is not common; it is possible that the pad tip made contact with something that could have shifted it. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples, or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These screen alerts can be such as, ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch #: x95m47. Additional information was requested and the following was obtained: is the white tissue pad completely missing from the clamp arm of the device? According to the event description, the white tissue pad was completely missing from the clamp arm of the device. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is an analysis of a set of images submitted for evaluation. Image 1: the image provided by the customer shows a harh handle. The batch and serial could be seen as x95m47, 22235-0511. Image 2: the image provided by the customer shows a harh23 device with the clamp arm detached from the inner tube but still attached to the shaft. No damage to the tissue pad could be observed throughout the photo. Based on the photo, the reported event was not confirmed. However, no conclusion could be reached as to how this issue occurred through photo analysis. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a radical resection of cervical cancer the white tissue pad was fallen off. The fallen piece was retrieved by forceps and was disposed. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.